Event description:
A physician reported the patient had rupture of the posterior capsule during removal of the cortex.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No service record relevant to the complaint reported event was found. However, the system was last serviced, prior to the reported event, per service record (sr) opened february 28, 2022. The system found to meet all cosmetic and performance standards, per the service test procedure (stp). The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).